Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site in response to the false high troponin I (access accutni+3) result. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining a false high troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer analyzed the sample three (3) times, and the first replicate recovered within reference range, the second replicate recovered above reference range, and the third replicate recovered within reference range. A result within reference range was released from the laboratory; there was no report of effect to patients or users attributed or connected with this event. Calibration, qc (quality control), precision runs, and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin plasma tube with a gel separator and was centrifuged for two (2) minutes at 5000 rpm (revolutions per minute) at room temperature.